Event description:
It was reported via repair work order that the foot assembly release handle was not attached, not allowing the foot assembly to latch into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.